Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh and bioarc sp sling kit were implanted. It was reported that she experienced pain, infection, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2006 and implantation of a new sling placed on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)